Event description:
The customer reported that after two days of use, the cuff deflated. It could not be re-inflated. A non-routine replacement of the tube was required.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.